Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, post-operatively, the patient had a skin burn developed at the electrode puncture site. The physician performed a cool tip temperature ablation of an osteoid osteoma in the tibia. Two ablations were performed of the same lesion at the standard time of 6 minutes and 90 degrees. The lesion was 2.4mm from the skin surface. The physician who performed the procedure did not note a burn at the conclusion of the case. A small round skin burn was reported by an allied health care professional.

Manufacturer narrative:
The product was not returned; however, a picture was provided by the customer for analysis. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The picture did not show the product, but a small red area on the patient skin. No picture of the actual product was provided. Without the device or a picture of the device we were unable to confirm the complaint or determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(4) 2017, post-operatively, the patient had a skin burn developed at the electrode puncture site. The physician performed a cool tip temperature ablation of an osteoid osteoma in the tibia. Two ablations were performed of the same lesion at the standard time of 6 minutes and 90 degrees. The lesion was 2.4mm from the skin surface. The physician who performed the procedure did not note a burn at the conclusion of the case. A small round skin burn was reported by an (B)(4) care professional.